Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly as a result of pain and discomfort the patient was revised on (B)(6) 2013. It is alleged that during the surgery, it was discovered that, there was "large volume of cloudy fluid" and "excessive metallosis staining around the hip". It is further alleged that his surgeon also noted "one thin area of gluteus medius tendon attached to the trochanter less than a centimeter in width. The remaining gluteus medius tendon was completely avulsed from the trochanter and the trochanter was bald."